Event description:
Lenstec received an email stating "trailing haptic was torn and removed then replaced. No harm was done to the patient.

Manufacturer narrative:
The device was destroyed at the facility, therefore will not be returned to lenstec. As additional investigation is completed a supplemental report will be issued.

Event description:
Lenstec received an email stating "trailing haptic was torn and removed then replaced. No harm was done to the patient.".

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly, and we have not received any other similar complaints from this batch. Based on the investigation, lenstec is unable to provide a specific cause as to how the haptic broke during the surgery. The lens was returned in two pieces. Both pieces consisted of half of the optic and broken haptics. The cross sections appeared smooth and straight and appeared to be cut with a sharp object. This damage was probably done to facilitate the removal of the lens from the eye, and hence we were unable to identify the area where the haptic broke to properly determine the cause. Additionally, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.